Event description:
It was reported that the tip broke off in a patient's wound and had to be surgically removed.

Manufacturer narrative:
It was reported that the tip broke off in a patient's wound and had to be surgically removed. There was no response to repeated messages left asking for details pertaining to the reported incident. We do not know how the applicator was being used. Date of the incident and condition of the patient was not reported. A caution statement on the label indicates that cotton tipped applicators with wood shafts should not be used in procedures which may require excessive pressure as it could lead to damage to the applicator. It is not known if pressure was being applied when the applicator was being used. We were not provided with a sample to evaluate. A root cause has not been determined. Due to the reported incident and subsequent need for surgical intervention, this medwatch is being filed.